Event description:
A patient underwent surgery for a cyst in the right ovary where surgiflo and stratafix were operated on and applied. In a control ultrasound, a hyperechoic mass is found in the same right ovary, which is why a teratoma is suspected and the patient is operated on again. The mass can be completely resected while preserving the annex. The anatomopathological study indicates the following: wall of fibrous connective tissue with little eosinophilic content of inorganic appearance and old hemorrhage in fibrous organization in conversation with the doctor with this history, an adverse event associated with the first surgery was suspected.

Event description:
A patient underwent surgery for a cyst in the right ovary where surgiflo and stratafix were operated on and applied. In a control ultrasound, a hyperechoic mass is found in the same right ovary, which is why a teratoma is suspected and the patient is operated on again. The mass can be completely resected while preserving the annex. The anatomopathological study indicates the following: wall of fibrous connective tissue with little eosinophilic content of inorganic appearance and old hemorrhage in fibrous organization in conversation with the doctor with this history, an adverse event associated with the first surgery was suspected. Follow up: surgery: laparoscopic oophorectomy. Intervention detail: findings: normal 360° vision. Healthy hollow viscera. Uterus in avf of normal shape. Healthy tubes. Right ovary with an 8 cm tumor with a smooth surface, without excresences. Healthy parietal and visceral peritoneum. Free anterior and posterior cul-de-sac. There is no free liquid. Technique: asepticization of the area. Gynecological lithotomy. Asepticization of the area. Pneumo with umbilical veress. Pelvic pressure. Suction is connected to a water trap with sodium hypochlorite. Complete tumor cystectomy. Selective hemostasis. Surgicel snow to the ovary. Suture to the ovary restored the anatomy. Extraction of parts by central access. Grooming and hemostasis. Trocar extraction under direct vision. Central access closure with vicryl. Monocryl to leather. Patient stable to recovery, gauzes count and compliant compresses. Conclusion: right ovarian cystectomy due to ovarian teratoma. Further information was received - see below. The patient was a 30-year-old female with healthy weight. The diagnosis and indication for the index surgical procedure was mature teratoma. Intraoperative concurrent use were surgicel fibrilar, stratafix suture, vicryl suture, monocryl suture. Indication for use of surgiflo was active bleeding but small amount and was applied to ovarian tissue. The current symptoms following the index surgical procedure was persistent ovarian tumor. The mass was discovered during the first post-operative control and following ultrasound until reintervention it is stated that all devices used including surgiflo contributed to the patient's post-operative course. The physician's opinion as to the etiology of or contributing factors to this event was the persistant unabsorbed product ratified by biopsy (surgical fibrillar). The patient is recovered and pregnant. Pictures are available but not at the moment. Surgiflo was not removed after hemostasis was achieved thus off-label use.